Event description:
Vad access kits mfg by churchill medical systems, inc contained 10 u/ml concentration heparin flushes rather than 100 u/ml concentration as labeled. The lot # for the port access kits containing wrong heparin concentration is 1828. Lot # and exp of 10 u/ml heparin flushes are lot # 010052 and 010048 with exp 7/02 mfg by elkin sinn.